Event description:
The following has been reported: "cmdhb have had a serious medication infusion error in a paediatric patient caused by the default configuration setting in the fresenius kabi pumps. This default concentration setting has led to a 10x fold overdose for three high risk medications namely: adrenaline, morphine and midazolam. On 12th july 2023, cmdhb requested a critical change to the agilia pump software following multiple serious infusion incidents in paediatrics from using the agilia sp mc. They requested that the first default settings screen for paediatric pump infusion profiles be configured to display a blank screen for concentration. They believe this would force nursing staff to enter the dose in syringe volume according to the patient's weight. This change would provide a system- based risk mitigation to prevent such serious medication errors from occurring." Adrenaline, morphine and midazolam infusions are set to the default dose that comes up on the infusion pump and not the actual dose per kg as follows: 1. Adrenaline 0.3 gm/50mls which should have been 3.3 mgs/50 mls. 2. Morphine 1 mg/50mls which should have been 11 mgs/50 mls. 3. Midazolam 3 mg/50mls which should have been 33mgs/ 50mls. The patient received the above infusions for 15 hours before it was picked up and the pump was reprogrammed with the right medication concentration/syringe. Please note that there is no malfunction being alleged by the customer. Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.